Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address pain, instability and tibial loosening at the cement/implant interface. Metallosis and breakage of the femoral adaptor and bolt were also reported.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause and no evidence of product error as a contributing factor to the reported event, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.